Event description:
It was reported occlusion alarms occurred. The customer¿s blood glucose (bg) level was 519 mg/dl. Customer administered a correction injection to address the elevated bg, and reverted manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.